Event description:
Ous MDR - after an implantation period approx. 3 months, increased threshold values and unstable capture were reported. The lead is still active and implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a decrease of the atrial sensing within the first days after the implantation procedure from around 15 mv to approx. 4 mv. The ventricular pacing impedance slightly increased between (B)(6) 2017 and (B)(6) 2018 from 400 ohms to 550 ohms. The reported increased pacing threshold is elusive with the available data. Thus, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information become available for analysis, the investigation will be updated.